Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rust inside the water/air port. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction could not be identified. Device returned and not reproduced. Regarding the rust inside the water/air port, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an e217 scope error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.